Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: one unit was available at the plant for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. Close visual inspection to the tube revealed that the tube was under inserted. The reported condition was related to a manufacturing issue. Modification to the manufacturing machinery was performed to address this issue. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that tubing fell out from the drip chamber of a solution administration set. The reported condition occurred during set-up, before patient use. There is no report of patient involvement. No additional information is available.